Event description:
12mm covidien trocar leaking. Clinical staff filled out defective product form and returned. New trocar was opened to replace. Manufacturer response for trocar optical bl vp 12mm w/cannula std, covidien (per site reporter).